Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's old lead was blocked in header port 0-7 of the ins. There were no environmental/external/patient factors that may have led or contributed to the issue. After unscrewing the set screw, several attempts were made to withdraw the blocked lead. Verification that the set screw was removed was done and they pulled on the lead to open the port. The lead broke at the entrance of port 0-7. A new ins was used to replace the blocked ins and a new lead was connected. It was noted that the lead replacement was the primary objective of the procedure. The issue was resolved. The patient was alive with no injury. The issue occurred during a procedure. Additional information was received from the manufacturer representative. It was reported that the reason for the initial lead replacement procedure was insufficient pain relief. The model/serial/lot number of the lead was unknown. It was noted that the lead had been implanted in spain on an unknown date. The lead was discarded. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed a lead segment stuck in the ch1 port. It was determined that the #0 connector ring experienced corrosion and the corrosive residues lodged the connector ring into the setscrew block, causing the lead to be stuck. The cause of the corrosion was not able to be determined. Device analysis for the unknown lead revealed connector was corroded on the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.